Event description:
Per parent, her daughter bit the safety sheet zipper which caused the zipper to separate and her daughter eloped from the bed. The complainant stated this occurred only once, as the child was prevented from eloping during a second attempt because the parent was present at the time. Per the parent, they believe their child swallowed some pieces of the zipper teeth, so she called the nurse, and was recommended to use laxatives. The parent reported that no injuries occurred. Per parent, the damage was inflicted on two safety sheets, as well as on the canopy side safety sheet zipper. Per the mother, locks were in use, and the separation is occurring at the locations where the biting occurred. The parent provided five (5) photos that appear to confirm the safety sheet zippers and the canopy side sheet zipper are both damaged. Two (2) photos of the safety sheets were provided that show the damage to the teeth of the safety sheet side of the zipper. Three (3) photos were provided showing the separation and damage to the teeth with the safety sheet attached to the canopy. Per the parent, after receiving the replacement canopy, elopement occurred again. The mother stated they continued use of the damaged safety sheets in the replacement canopy. Per the parent, they still have one working safety sheet. There was no report of injury as a result of the reported issues.

Manufacturer narrative:
Sensory medical provided a return shipping label to the parent for return and examination of the damaged canopy. Sensory medical provided a replacement canopy to the complainant. Sensory medical advised the complainant to discontinue use of the damaged sheets. 250613m13 is the lot of the canopy. Review of manufacturing records confirms all in process and final inspections were performed and passed. 250514m14 is the lot of the safety sheets. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the safety sheets and locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The investigation findings determined the safety sheet zipper damage was caused by the child chewing on the zipper. The conclusion is unintended use error caused or contributed to the event. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.